Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box history showed multiple occlusion detected warnings had occurred due to high force readings. During testing, the pump successfully completed the ez-prime steps with no call service alarms or warnings occurring. The pump exercised for 24 hours with no call service alarms occurring. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The complaint of an occlusion issue was shown in the pump history but was not duplicated during investigation.